Event description:
It was reported that the physician's handheld software was not installed on the new handheld and would not allow for installation. An error message was received so you want to try to format this storage card to make readable this will permanently delete any files on the card. The handheld and flashcard were received for analysis on (B)(4) 2013. Analysis is underway, but has not been completed to date.